Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic herniorrhaphy, the device was never used, nor did it have any contact with the patient. It was opened on the back table where the technician noticed that the seal was broken immediately. The device was handed back to the circulating nurse then was given to the purchasing manager. There was no patient injury.